Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the novel lead exhibited unspecified pacing impedance issue. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of impedance anomaly was confirmed. As received, a complete lead was returned with helix found retracted and clogged with blood for analysis. X-ray inspection found the inner coil inside the connector region was over torqued consistent with procedural damage. Electrical testing was normal however an internal short was noted due to the over torqued inner coil at the connector region. The cause of the reported event is due to over torqued inner coil consistent with procedural damage.